Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 654829, 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo, mood change, hot flashes, lower abdominal pain, chest pain, back ache, itching, bloating, nausea and breast tenderness. Concurrent conditions included adenomyosis, acute upper respiratory tract infection, allergic rhinitis and uterine fibroid. Concomitant products included alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2013, antibiotics, cortisone acetate, doxycycline (oracea) from (B)(6)2012 to (B)(6) 2014, fluticasone propionate (flovent) (B)(6) 2011 to 2012, intrauterine contraceptive device (iud nos)(B)(6) 2010 to december 2010 and meclozine hydrochloride (meclizine hcl) (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), depression ("depression") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6)2011, the patient experienced migraine ("migraine") and headache ("headaches"), 2 months 18 days after insertion of essure. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("nuero conditions/problems"), visual impairment ("vision problems") and vertigo ("vertigo") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, migraine, vaginal haemorrhage, anxiety, depression, vulvovaginal mycotic infection and bacterial vaginosis had resolved and the dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2008, (B)(6) 2011 visible essure device in the right tubal ostia, and essure placed with 3 coils seen in left tube. Essure device, 3 trailing coils were noted in the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: on transabdominal and transvaginal scanning , the uterus is anteverted in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- dysmenorrhea, dyspareunia, abdominal pain, bacterial vaginosis, menorrhagia. Lot number: 654829 manufacturing date: 2009/07 expiration date: 2012/07. Lot number:774376 manufacture date:2010/08 expiration date:2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 654829, 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo, mood change, hot flashes, lower abdominal pain, chest pain, back ache, itching, bloating, nausea and breast tenderness. Concurrent conditions included adenomyosis, acute upper respiratory tract infection, allergic rhinitis and uterine fibroid. Concomitant products included alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2013, antibiotics, cortisone acetate, doxycycline (oracea) from (B)(6) 2012 to (B)(6) 2014, fluticasone propionate (flovent) (B)(6) 2011 to 2012, intrauterine contraceptive device (iud nos)(B)(6) 2010 and meclozine hydrochloride (meclizine hcl) (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), depression ("depression") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headaches"), 2 months 18 days after insertion of essure. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("nuero conditions/problems"), visual impairment ("vision problems") and vertigo ("vertigo") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, migraine, vaginal haemorrhage, anxiety, depression, vulvovaginal mycotic infection and bacterial vaginosis had resolved and the dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2008, (B)(6) 2011. Visible essure device in the right tubal ostia, and essure placed with 3 coils seen in left tube. Essure device, 3 trailing coils were noted in the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: on transabdominal and transvaginal scanning , the uterus is anteverted in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- dysmenorrhea, dyspareunia, abdominal pain, bacterial vaginosis, menorrhagia. Lot number: 654829, manufacturing date: 2009/07, expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: plaintiff fact sheet and medical records received. Lot number added. Reporter information, aka name, concomitant drug, medical history were added. Onset date of event dyspareunia were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, acute upper respiratory tract infection, allergic rhinitis and uterine fibroid. Concomitant products included antibiotics, cortisone acetate, doxycycline (oracea) from (B)(6) 2012 to (B)(6) 2014, fluticasone propionate (flovent) (B)(6) 2011 to 2012, intrauterine contraceptive device (iud nos) (B)(6) 2010 to december 2010 and meclozine hydrochloride (meclizine hcl) (B)(6) 2014 to september 2014. On (B)(6) 2011, the patient had essure inserted. In march 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2011, the patient experienced anxiety ("anxiety"), depression ("depression") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headaches"), 2 months 18 days after insertion of essure. In may 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In june 2011, the patient experienced alopecia ("hair loss"). In july 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On ()(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("nuero conditions/problems"), visual impairment ("vision problems") and vertigo ("vertigo") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, migraine, vaginal haemorrhage, anxiety, depression, vulvovaginal mycotic infection and bacterial vaginosis had resolved and the dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2008, (B)(6) 2011 visible essure device in the right tubal ostia, and essure placed with 3 coils seen in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: on transabdominal and transvaginal scanning , the uterus is anteverted in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- dysmenorrhea, dyspareunia, abdominal pain, bacterial vaginosis, menorrhagia. Lot number: 654829 manufacturing date: 2009/07 expiration date: 2012/07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, acute upper respiratory tract infection, allergic rhinitis and uterine fibroid. Concomitant products included antibiotics, cortisone acetate, doxycycline (oracea) from (B)(6) 2012 to (B)(6) 2014, fluticasone propionate (flovent) (B)(6) 2011 to 2012, intrauterine contraceptive device (iud nos) (B)(6) 2010 to (B)(6) 2010 and meclozine hydrochloride (meclizine hcl) (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), depression ("depression") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headaches"), 2 months 18 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("nuero conditions/problems"), visual impairment ("vision problems") and vertigo ("vertigo") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, migraine, vaginal haemorrhage, anxiety, depression, vulvovaginal mycotic infection and bacterial vaginosis had resolved and the dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2008, (B)(6) 2011 visible essure device in the right tubal ostia, and essure placed with 3 coils seen in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: on transabdominal and transvaginal scanning , the uterus is anteverted in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- dysmenorrhea, dyspareunia, abdominal pain, bacterial vaginosis, menorrhagia. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Case became incident. Previously reported event injury was replaced with new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, bladder problems, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, nuero conditions/problems, vision problems and weight gain. Lab data added. On 19-sep-2019: pfs received. New events: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), anxiety, depression, vertigo, yeast infection, bacterial vaginosis. Medical history, concomitant drugs was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.